Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory device support, and is typically not associated with a product quality deficiency. It appears that the lesion characteristic, which was described as severely tortuous, contributed to the reported crossing difficulty. Additionally, stent dislodgement can be influenced by many factors, including but is not limited to, improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, interaction with accessory devices, interaction with the lesion, tortuous anatomy, or heavy calcifications. Based on the reported information, the stent dislodgement appears to be related interaction with the lesion site which was described as severely tortuous, and after the failed attempts to cross, the stent partially dislodged during removal causing difficulty removing through the 8 fr sheath. Reportedly, there appeared to be a moderate residual stenosis/dissection at the proximal edge of the distal abdominal aortic stent which was treated with a 9 x 28 mm omnilink; both stents were post-dilated with a 9 mm and 10 mm balloon; resulting in good stent apposition. It could not be determined if the dissection occurred as a result of the difficulty encountered with the 8.0 x 38 mm omnilink. Furthermore, it was reported that during the procedure the patient was noted to have transient bradycardia which resolved and mild hypotension which was treated with neosynephrine. Although a conclusive cause for these reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication based on the reported information of a product quality deficiency. Because it was reported that the omnilink 18 was being used to treat the right subclavian, it should be noted that the instruction for use (IFU) states: the omnilink .018 biliary stent system is intended for palliation of malignant strictures in the biliary tree. It could not be determined if the off-label use of the omnilink in the subclavian caused or contributed to the reported difficulties. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Overall, the reported difficulties and patient effects appear to be related to case circumstances and there is no indication to suggest a product quality deficiency. During the manufacturing process all stent delivery systems are visually inspected for proper stent placement and stent damage, and are dimensionally inspected for crimped stent outer diameter. Additionally, samples are removed from each lot for destructive stent dislodgement testing.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - biliary stent used in the vasculature. Dilatation catheter: 4.0x20mm, 5.0x20mm viatrac plus; 5.0x 30mm viatrac; 4.0x40mm fox sv(83162-02); 5.0x 60 mm(12766-06), 8.0x20mm 9.0x20mm fox plus; 3.0, 3.5, 4.0 x 20mm voyager rx guide wire: terumo .035 angled glide wire 260cm; supra core .035 x300 cm;(1002703-02); asahi grand slam; guide catheter: cordis brite tip 8 fr; 8 fr abbott guide lima; sheath: 5 fr, 8 fr merit medical prelude pro sheath; cook 6 fr shuttle sheath; stent: 6.0 x 100mm absolute pro(1011933-100); 10x30mm xact; 8.0 x28mm, 7.0 x18mm 7.0 x28mm, 8.0 x38mm omnilink; 7.0 x18mm herculink elite; other: heparin; embolic protection device: emboshield nav6. The stent remains in the patient. The lot number was identified. A follow-up will be submitted with all relevant information. The emboshield nav6 (B)(4) is being filed under a separate MFR number.

Event description:
It was reported that during a lengthy 5 hour procedure of the right subclavian and right common carotid (rcc) artery, after multiple pre-dilatations the emboshield nav6 embolic protection device (epd) was deployed in the rca after 2 unsuccessful attempts to cross the lesion. The 10x30mm xact stent delivery system (sds) and 8 mm x 38 mm omnilink sds could not cross the severe tortuous proximal lesion; during retrieval of the omnilink, the stent partially dislodged from the balloon. The entire system was removed including the epd from the carotid artery into the distal abdominal aorta. The partially dislodged stent could not pass into the 8 fr sheath in the abdominal aorta and the epd could not be retrieved. The stent was deployed in the distal abdominal aorta allowing retrieval of the epd through the sheath using the epd retrieval catheter. There appeared to be a moderate residual stenosis/dissection at the proximal edge of the distal abdominal aortic stent. This was treated with a 9 mm x 28 mm omnilink; both stents were postdilated with a 9 mm and 10 mm balloon; resulting in good stent apposition. At the conclusion of the case, right radial and brachial pulses were intact. During the procedure, the patient was noted to have transient bradycardia which resolved and mild hypotension which was treated with neosynephrine; the patient remained neurologically stable. Reportedly, the patient had an extended hospitalization; the date of discharge was not reported. Though requested, there was no additional information provided.

Event description:
Subsequent to the medwatch reports submitted, additional information was received which stated that post carotid procedure hospitalization was prolonged when the patient developed a small bowel obstruction, ischemic/necrotic left colon and underwent left colectomy and colostomy. There was carotid procedural blood loss requiring transfusion, and later atrial fibrillation treated by a change in medication. During the hospital admission the patient experienced pleural effusion requiring thoracentesis. The patient was discharged (B)(6) 2010 to a rehabilitation facility or skilled nursing home.